Event description:
It was reported that the burr became stuck to the wire. A stenosed target lesion was located at severely calcified coronary artery. A 2.15mm rotalink plus and rotawire was selected for use. During the procedure, it was reported that the burr got stuck on the wire during removal attempts. The procedure was completed using the same device. There were no patient complications reported. Device evaluated by manufacturer: the device was returned for analysis. Unit returned inside of the rotablator. Approximately 164 cm of the wire was outside the catheter of the rotablator. The wire was removed with certain resistance and presented a number of kinks on the proximal section of the wire, its body and distal tip is slightly kinked.

Event description:
It was reported that the burr became stuck to the wire. A stenosed target lesion was located at severely calcified coronary artery. A 2.15mm rotalink plus and rotawire was selected for use. During the procedure, it was reported that the burr got stuck on the wire during removal attempts. The procedure was completed using the same device. There were no patient complications reported.